Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Olympus was not able to confirm the customer failure. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 2 colony forming units (cfus) of staphylococcus epidermidis and staphylococcus haemolyticus. The device was retested on (B)(6) 2024, and it tested positive for greater than 80 cfus of pseudomonas aeruginosa and psychrobacillus sp. The device was tested again on (B)(6) 2024 and tested positive for greater than 80 citrobacter species. The device was tested again on (B)(6) 2024 and tested positive for greater than 80 cfus of citrobacter braakii and bacillus cereus/thuringiensis/mycoides. The device was tested again on (B)(6) 2024 and tested positive for less than 1 cfus of an unspecified contamination. The device was tested again on (B)(6) 2025 and tested positive for 28 cfus of citrobacter braakii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.